Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right atrial (ra) lead exhibited loss of capture, failure to sense and low impedance measurements. Programming changes were made. The patient was in stable condition.